Event description:
The customer reported the system displayed low ma error messages displayed on c-arm after fluoro shots. No pt injuries were reported.

Manufacturer narrative:
The error messages "overload fault & high ma"displayed after fluoro shots. The ge rep found bad hv tank, x-ray tub, backplane, hv supply regulator pcb, batteries. Ordered parts. He removed and replaced hv tank, x-ray rub, high voltage supply pcb, backplane and batteries. The rep calibrated hv supply regulator pcb. Performed filament calibration using utility suite. Note: one of the hv supply regulator pcb's was doa. Checked the dose rate in both normal and high level fluoro. System performed fluoro shots with no error messages. System is operating as intended.